Manufacturer narrative:
(B)(4). Date sent: 11/15/2023. D4: batch # 464c78. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. During the mechanical testing it was noted that the firing mechanism on the devices was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as on what caused the firing mechanism to fail. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 464c78, and no non-conformances were identified.

Event description:
It was reported that during an laparoscopic appendectomy, the device was loaded and handed to the surgeon. Surgeon closed the light-grey closing handle over the appendix and then fired by pressing the dark-grey firing handle plastic-to-plastic. The firing handle became stuck in the plastic-to-plastic position. Surgeon needed to apply force to re-tract the dark-grey firing handle to its original and open position. No staples had formed nor any knife advancement was evident. Clips was finally applied to the base of the appendix and patient follow up show no harm or implications to patient.